Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type I. It was reported that the ins was out since the middle of last year and the patient's healthcare professional told the patient to call the manufacturer to coordinate replacement of the ins. No symptoms were reported. No further complications were reported.